Manufacturer narrative:
(B)(4). Batch #: u7909w. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion had minor scratch marks present, indicating contact with a metal, or an object of like hardness. This blade tip portion may have broken off of the device during transport to our analysis site. The tissue pad was fully in-tact with little to no wear visible (small remnants black char). The device was connected to a gen11 for pre-run testing. Following the ¿fire instrument in-air¿ instruction, the device failed, and the generator interface read the ¿replace instrument¿ alert screen. Since the device did not pass pre-run, additional assessment for ¿noise issues¿ was unable to be performed. It should be noted that noise issues is a likely byproduct of metal-to-metal contact. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary.

Event description:
It was reported that during a diagnostic laparoscopic procedure, at the end of the case, they heard a grinding noise and received a 'replace instrument' error. There were no patient consequences.